Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was stable.

Event description:
The patient presented in clinic with discomfort and episodes of syncope. Further investigation of the device revealed noise resulting in oversensing and pacing inhibition on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed rv lead damage due to subclavian crush. Lead revision is anticipated. The patient is stable and will continue to be monitored.